Event description:
It was reported that this right ventricular (rv) lead shock impedance has been high out-of-range for the past several months at 127 ohms. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and rv lead remains in service. No adverse patient effects were reported.